Event description:
The customer reported to philips healthcare that the display was flickering, but the symptom was later clarified to be that once the device was turned on, it would reboot. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).